Event description:
Pt was on a morphine pca pump for pain management. It was programmed correctly. However, family members bolused the pt repeatedly (the rn was unaware). The pt ended up coding secondary to too much narcotic. Reporter suggested perhaps the MFR should devise a "warning sticker" that pump is intended to be operated by the pt or medical staff only.